Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a alarm leak in the iab circuit. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h10, h11).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. From the inspection, the fse found that the manifold drive, pressure control valve set was broken, causing the machine to alarm leak in iab circuit. The fse then stated that the damaged parts had to be replaced before the machine can be used normally. The following tests failed: the test k6, k6a, k7, k8 leak test failed and check the entire system of the machine iabp. The fse then replaced the following parts: drive manifold (0104-00-0018), 5000 preventive maintenance kit (0040-00-0147), and batteries (0146-00-0039). The fse then checked the entire system of the unit and it was normal. The fse then tested the use of the unit and it was able to be used normally.

Event description:
N/a.